Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported allegation of a device malfunction, possible over delivery anomaly. The customer reported hypoglycemia treated with glucagon. Troubleshooting was performed customer experienced over delivery of the insulin. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. It was reported customer was using the insulin pump system within 48 hours of the reported event. And was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for mmt-1884.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (hecc, heic) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported hypoglycemia treated with glucose/carb intake customer¿s daughter reported that customer¿s blood glucose value dropped low while in smartguard. Caller gave her a kit kat candy bar to get her blood glucose back up. Glucagon was not used. Caller alleged over delivery because she thought the smartguard continued to give customer insulin when she was low. Helpline saw in the carelink report that the pump had stopped giving auto correction for an hour when the customer¿s blood glucose started dropping low. Caller declined further troubleshooting. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.